Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that all of a sudden today, she was sitting in a folding chair when her stimulation felt stronger than normal. The caller stated that she then decreased the stim from 1.9v to 1.8/1.7v and is now comfortable. The caller stated that her stim has been set at 1.9v for a long time and has had no falls/abnormal movements and was not near any emi at the time of the occurrence. The caller stated that she called her healthcare professional about this issue and he recommended that she calls the manufacturer. Patient services reviewed the information and the caller confirmed she will monitor the issue and follow up with the healthcare professional if it persists. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the stronger stimulation could not be determined by the physician office. The patient's weight was unobtainable. No further complications were reported. .